Event description:
It was reported that this patient with an implantable pacemaker system recently developed a complicated left pneumothorax. The patient was hospitalized for additional monitoring, and their condition has since improved. At this time, this pacemaker remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with an implantable pacemaker system recently developed a complicated left pneumothorax. The patient was hospitalized for additional monitoring, and their condition has since improved. At this time, this pacemaker remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Pneumothorax is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific therefore, product analysis could not be performed. However, pneumothorax has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review was completed and confirmed that the event of pneumothorax was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as pneumothorax is a known inherent risk of the use of this product and this is documented in the labeling.